Event description:
See h11.

Manufacturer narrative:
This report is being submitted to notify of the following additional information received: e1: the distributor provided the hospital clinic full name and address, and the information is updated in e1 section of the report. D10: the device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation of the returned headway microcatheter found the lumen coil dislodged/delaminated from a section of the catheter at 5mm from the distal tip. The lumen coil and ptfe liner was found to be emerging from the distal tip as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the dislodged coil, but this damage is consistent with the device experiencing forces exceeding the device's tensile strength.

Event description:
See h11.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported during a neurosurgery, the microcatheter had a wire sticking out of the tip. The microcatheter was exchanged for a new one, and the case was completed. There was no patient injury or intervention reported. The patient is in good condition. The clinic provided the event date as april 2025. The exact date is unknown.